Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material was traced to a known risk outlined in the instructions for use and the wear and gap in the adhesive was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that foreign objects in the air/water cylinder & tube, a gap in the adhesive area between the z-block and the distal end, and wear to the adhesive around the light guide lens were found. There was no patient involvement.